Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the surpass evolve stent was returned having been deployed (the stent unexpectedly fully opened outside the patient body). The stent was slightly pinched at one end and slightly deformed around the middle with the braid edges pulled and frayed at both ends. The introducer sheath tip was damaged. The stent delivery wire sdw was retracted back through the introducer sheath as the tip was damaged. The sdw was inspected and found to be intact and no anomaly was noted. A functional inspection could not be performed as the stent was deployed. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿when the stent was approximately half deployed, it failed to open further. The operator made repeated adjustments, including attempts to expand or retract the stent, but the stent could not be further opened and deployed. After multiple unsuccessful attempts, the stent was withdrawn out of the patient body in the microcatheter, and the operator prepared to retract it into the protective sheath. However, significant resistance was encountered during retraction into the protective sheath, and the stent unexpectedly fully opened outside the patient body, rendering it unusable¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The catheter was flushed to facilitate the stent insertion. Other devices used in the procedure in conjunction with the subject device(s): synchro select xt-27. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance encountered during the implant (stent) deployment. The flow diverter was recaptured/resheathed back during the procedure 3 times. There was resistance during retracting. The flow diverter was not recaptured back into the microcatheter. Product analysis found the surpass evolve stent was returned having been deployed (the stent unexpectedly fully opened outside the patient body). The stent was slightly pinched at one end and slightly deformed around the middle with the braid edges pulled and frayed at both ends. There was no anomaly noted with the sdw, however the introducer sheath tip was damaged. The stent introducer sheath tip was damaged which may have occurred while advancing it through the rotating hemostatic valve rhv, while seating it into the microcatheter hub or while retracting it back into the introducer sheath. Force had to have been applied to have caused this damage. The damage to the tip of the introducer sheath may have compromised the stent at it was being advanced through the damaged tip. It should be noted the stent is re-sheathable into the microcatheter, but it cannot be pulled back into the introducer sheath because the sheath tip is not the same diameter as the microcatheter hub and cannot give allowance for the stent to come back into the sheath. The stent can also catch on the sheath tip which may cause the stent to come off the resheath pad and deploy in the microcatheter. In this case according to the event description ¿significant resistance was encountered during retraction into the protective sheath, and the stent unexpectedly fully opened outside the patient body¿. The instruction for use also warns ¿do not resheath the implant into the introducer sheath once transferred into the microcatheter as it may result in damage to the implant wires¿. An assignable cause of procedural factors will be assigned to the as reported stent failed/unable to open (when not implanted), sdw friction, stent difficult/unable to pull stent back into sheath, stent deployed prematurely during preparation and flow diverter stent difficult/unable to re-capture into microcatheter and the as analyzed stent deployed prematurely during preparation, stent failed/unable to open (when not implanted), stent deformed and stent introducer sheath distal tip damaged as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during flow diverter stent implantation procedure for a wide necked aneurysm at the ophthalmic segment of the right internal carotid artery, subject stent deployment was initiated. When the subject stent was approximately half deployed, it failed to open further. The operator made repeated adjustments, including attempts to expand or retract the stent, but the stent could not be further opened and deployed. After multiple unsuccessful attempts, the subject stent was withdrawn out of the patient body in the microcatheter, and there was resistance during retracting the flow diverter back into microcatheter. And there was significant resistance encountered during retraction into the protective sheath, and the stent unexpectedly fully opened outside the patient body, rendering it unusable. The operator replaced it with another stent, and the procedure was successfully completed thereafter.